Event description:
The customer contact reported sparks and a burn smell at the base of the ac power cord plug when it was plugged into the ac outlet. It was reported, the device was in use on a patient. No device programming or event details were provided. At 1000, it was reported when the caregiver plugged the ac power cord into the ac outlet the base of the ac power cord plug sparked and there was a burn smell. There were no reported adverse patient effects or harm to the unspecified caregiver and no reported delay of therapy critical to this patient. No medical interventions were reported. After an unspecified length of time, the device was removed from clinical service, though requested, no add'l info was provided.

Manufacturer narrative:
The device has been received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.